Manufacturer narrative:
The lens was not returned for evaluation. A photo was provided of an implanted single-piece toric lens. The area of interest was circled in black. A small, slightly curved mark was observed near the edge of the optic. The mark may be a scratch or a small crack. Unable to determine from the photo. The location of the damage may indicate a plunger override occurred. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used. Viscoelatic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported mark on lens could not be determined. Only a photo of the lens was provided. The area of interest was circled in black. A small, slightly curved mark was observed near the edge of the optic. The mark may be a scratch or a small crack. Unable to determine from the photo. The location of the damage may indicate a plunger override occurred. No issues were found with the returned company cartridge. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol(intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure; after implanting the lens, surgeon looks under the microscope that the lens is marked on its periphery caused by the injector. There was patient contact. The procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.